Manufacturer narrative:
Date of product analysis should read (B)(4) 2013.

Event description:
On (B)(6) 2013, the reporter stated that over the past two months, the display had been getting very dim. The reporter also stated that over past 1-1/2 months, the keypad had become intermittently unresponsive and the contrast button was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the display and keypad button issues remained unresolved.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings:a visual inspection of the pump showed that the keypad cover was intact with no damage. During testing, the pump powered on to a dim and discolored display screen. A test screen was installed and displayed properly. All the keypad buttons were intermittently unresponsive during testing. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.